Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: additional common device names: mnh, mni, kwq, kwp. The visual inspection of the returned device performed as part of the product development evaluation reported the received pedicle screw was received damaged. The first internal thread of the head shows deformation, scratches and anodize layer peeled off all around the edge. The remaining of the body is in good condition. One (1) 6.0mm ti matrix screw 45mm thread length 04.639.645 was received. This screw is an implant part of the matrix (degenerative) spine system. This screw is a member of the standard unassembled screws family which includes different lengths (04.639.420 ¿ 445, 04.639.520 ¿ 555, 04.639.620 ¿ 665, 04.639.725 ¿ 765 and 04.639.825 ¿ 865). The applicable technique guide (reference (B)(4)) was reviewed. The technique guide illustrates how to properly load and tighten the holding sleeve into the recess of the screw and cautions not to grasp the green knob during screw insertion as this will cause the holding sleeve to disengage from the screw. Upon inspection of received screw, it was reported the first internal thread of the pedicle screw head shows deformation, scratches and anodize layer peeled off all around the edge. The remaining of the body is in good conditions. Improper use of the holding sleeve used with this screw can contribute to the corresponding failure experienced in this complaint. A review of the applicable tabulated screw drawing and related components ((B)(4) revision (B)(4)) were performed. This drawings call out the appropriated dimensions, material and finishing processes for a successful screw design. The device design was found to be adequate for its intended use and did not contribute to this complaint condition. This complaint condition could have been caused by improper use of the holding sleeve used. The design of reported device was found to be adequate for its intended use and did not contribute to this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the threads on the end of the holding sleeve cross threaded with the six millimeter titanium matrix screw during the preoperative preparation. The surgeon was preparing to perform a transforaminal lumbar interbody fusion at l3-4. When the holding sleeve cross threaded with the screw, it was observed that pieces of the screw and holding sleeve started to peel away simultaneously. No surgical delay was reported. The surgery was successfully completed with an available back-up device. No reported harm to patient. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.